Event description:
It was reported by a customer that on (B)(6) 2011 the fiber aim beam fired straight and the fiber tip turned white and brighter than normal at (B)(4) joules. Add'l info reported by the customer was the forward firing condition was noticed after the fiber tip flashed white. The aim beam was tested prior to use inside the pt and was visible. The pt did not experience any harm as a result of the event. There were no error messages that were displayed on the console when the event occurred. The user did not experience any injuries from use of the system. The current status of the pt is fine.